Manufacturer narrative:
Product event summary: the reported issue was confirmed. It was also noted that the upper and lower cases, bail cover and ring cover were damaged. The device passed functional testing.

Event description:
It was reported that the lower area of the liquid crystal display was defective. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.